Event description:
A male patient underwent aaa repair in 2009. The physician had planned to use a zenith renu graft for a patient whose anatomy was calcified and conical in the proximal seal zone. After the final contrast injection, there was a type I endoleak. The physician decided to re-balloon. After the second ballooning, the aorta ruptured in the proximal area due to the calcification. The patient was then converted to open repair and there was nothing to sew the graft to in the aorta due to the progress of the disease and calcium in the seal zone. Patient expired approximately 3 hour post procedure.

Manufacturer narrative:
Expiration date unknown as lot# is unknown. Event evaluation: still under investigation.